Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. Final analysis found the device in backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.

Event description:
See technical services event description.